Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient infusion of an unspecified vasopressor with a spectrum iq pump, the patient experienced a ¿drop in blood pressure¿ after the pump ¿suddenly¿ turned off and was unable to restart. The spectrum pump was replaced with a colleague pump, and the infusion was restarted with no issues noted. No additional information is available.